Event description:
The patient reported there were no lights when the buttons were pressed. The batteries tested ok, and new batteries did not help. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Event description:
The patient reported there were no lights when the buttons were pressed. The batteries tested ok, and new batteries did not help. No patient complications were reported as a result of this event.